Event description:
Nurse hung IV antibiotic levaquin on pt in emergency room. IV placed on alaris pump. Shortly after starting pump, nurse noticed medication appearing to infuse more rapidly than setting of 100cc/hr. Medication stopped. Remainder of IV ran on other pump without any adverse reaction to pt.